Event description:
A total knee replacement was in process. During the removal of the modular intramedullary rod, the extension rod disassembled from the intramedullary rod and remained into the pt. Ref MFR # 3005180920-2014-00045.